Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. Based on the information gathered , the incident occurred at the end of the resident's transfer from a chair to a bed (before the resident was lowered on the bed). It appears most likely that the resident was positioned to horizontal position when the shoulder clip detached from the spreader bar attachment lug. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. Following the information received, the lift and the sling involved were used after the incident and were not quarantined by the customers facility. However, no malfunctions were indicated that could have caused or contributed to the event. Based on the above we are not clearly assume that the device have been or have not been to specification from a functional perspective when the event took place. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on the event description, it appears most likely that the shoulder clip detached from the spreader bar at the end of the transfer. This means that (a) the clip was in place and (b) it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). From previous simulations, we have been able to establish that the most likely way to detach a clip from that situation, is that the caregiver used the sling or the person in the sling to move and turn the spreader bar into position. In doing so, when pulling or pushing hard enough the clip of the sling can be jolted loose from the spreader bar, the patient weight will come on it and it will be very hard to hold. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Consequently to the above, and basing ourselves on the limited information we could obtain with the best of our efforts, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The instructions for use indicates: to use either the remote control handset or the positioning handle on the spreader bar to reposition the person in the sling. To make sure all clips are in place and remain in place and the clip straps come under tension as the weight of the person in the sling is gradually taken up from this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2015 arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from a chair to a bed one of the shoulder clip sling detached from the passive lift before the resident was lowered on the bed. It was indicated that the resident partially fell and did not fall to the ground (was lowered fully, then picked back up). No injuries were reported.